Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted on (B)(6) 2026. The patient experienced feeling ill, dehydrated, fatigue, thirst, nausea and vomiting and could barely walk. At that time the cgm reading was inaccurate according to the patient, as it was showing 400 mg/dl, but not anything higher than that. A fingerstick was taken at that moment, and it was higher than 400 mg/dl, but no specific reading was reported. The patient was brought and when a fingerstick was taken the cgm reading was 400 mg/dl, and the blood glucose reading was 550 mg/dl. The patient was treated with intravenous fluids, insulin, electrolyte replacement, and was also given intravenous antibiotics (ceftriaxone) for 48 to 72 hours. The patient was discharged after 4 days. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.